Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device's display is blank. There is no indication of patient involvement.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified. Fuse f7 was open circuit.